Event description:
It was reported that the pt fell and hit his head on the implant side. He reports he could not hear as soon as he hit his head. There was no swelling, no burn, no pain, no breaking of the skin, no bleeding. Med imaging is planned but a date has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.